Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Treatment was not reported. The cause of peritonitis was the patient made a mistake/touch contamination. The patient was discharged from the hospital and recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Nine days after onset, the pt was hospitalized for the peritonitis for one week. The patient was treated with unspecified antibiotics. At the time of this report, the peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.